Manufacturer narrative:
(B)(4).

Event description:
Covidien received a report from (B)(6) that while in use on a pt, the ventricular alarm silence and reset light-emitting diode (led) was randomly blinking. Then the pt was manually ventilated with a bag-mask device (ambu bag) and switched to another ventilator. No pt injury reported.